Event description:
Report received from (B)(6) stating "sleeve too soft, doesn't enter into the incisions. No patient impact.

Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.